Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. The reported symptom was also confirmed through a review of the device event history log. During the evaluation, the downstream sensor current reading was out of specification (high readings). The downstream pressure plate gap was also found out of specification. The downstream tubing guide assembly and the force sensor were calibrated to ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.